Manufacturer narrative:
There was no sample returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that his intraocular lens (iol) that was implanted in 2007 has now dislocated. His surgeon has requested additional information regarding the lens that may be exchanged. Additional attempts were made to gather further data regarding the surgeon and event, but the attempts were not successful.